Event description:
It was reported that the tip of the technologist's middle finger was fractured when it was caught between the exchange cart and the collimator while attempting a collimator exchange.